Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with as vega ps tibial plateau. According to the complaint description, the surgeon brought this patient into the operating room (or) due to pain and potential loose tibia after a total knee surgery. In surgery, it was found that the tibial implant was loose, and there had been no cement bonded to the implant. The outcome of the patient is currently unknown. Procedure: total knee arthroplasty (tka). Initial surgery date: (B)(6) 2017. The explant was sent to pathology after surgery. The type of cement used was palacos r+g cement. An x-ray result was received but format was not readable. A revision surgery was necessary. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
General information: there are no devices available for investigation. Two figures and several x-ray figures were provided to us. Consequences for the patient: post-operative medical intervention was necessary - revision surgery. Investigation: no product at hand - therefore an investigation is not possible. The provided figures show the explant without cement bonded. The provided x-ray figures give no definitive hints for the mentioned loosening of the implants. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch conclusion and root cause: based on the information available it is not possible to determine a definitive root cause for the failure. It could be possible that the failure is usage related. Rationale: in the light of the small amount of information received and due the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a definitive root cause for the mentioned failure. There are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. It could be possible that there were problems with the cement technique. Potential sources of faults relating to the cement: · the processing time of the used cement was exceeded; · wrong temperature; · unfavourable storage; · the age of the cement; · wrong handling with the cement. Corrective action: product safety case was created. Any action regarding CAPA will be addressed within the product safety case.